Event description:
It was reported that the 9800 system had a collimator iris potentiometer error displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator and camera were calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.